Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the "left" button on the pendant was malfunctioning. Specifically, when it's pressed, it didn't not perform its intended function; it might go into tilt mode, activate 2d, or other unintended functions. There was no patient present.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system and replaced pendant. Performed system checkout. System functions as intended b02, g02040 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) rev. 1 h2-3) the pendant was returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the left button on the pendant was m alfunctioning. Pendant keys were still functional, but several were worn and needed excessive pressure to be applied to function. The pendant laminate was starting to lift and bubble from around the keys. The pendant was worn. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.